Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the tap for cortex screw broke in the patient femur during its normal use during insertion of a osteotomy plate. No part on the patient, no consequence on the patient, delay of surgery 20%, the incident did not require further treatment. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant dimensions cannot be verified anymore due to the damage and because an about 30mm long fragment was not sent back for investigation. Also, review of the manufacturing documents was not possible as there is no lot number marked on this tap. This is an indication that this device was manufactured before 1998. The microscopic view has shown that the fracture is homogenous which indicates material conformity. Also it is visible that the cutting edges at the tip are completely blunt and flattened. It is possible that either an undue metallic contact or the use of a blunt instrument caused a mechanical overload and finally the breakage of the tap. No product fault could be detected.